Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section g2, h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation presumed that there was a deposition of dust and water droplets to the electrical contact portion of a scope or the event occurred due to temporary looseness of the cable connection. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result."

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. The customer reported a connection error on the cv-190. Customer also tried the 190 scopes on different tower and got same error with no image. Tac instructed the customer to call back if the issue reappear. Customer later called back and reported a b30 error was intermittently present with the 190 scopes. Tac advised the customer to wipe the electrical contacts on the endoscope connector with clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them and connect the endoscope to the light source. Tac informed customer not to swap scopes in the future, rather power down to remove and install scopes in light source. Additionally, error must be cleared before trying an additional scope or the same error will appear on another scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center had an error code b30 and no image with the cv-190. There was no harm or user injury reported due to the event.